Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the trial patient was not able to void much while on program 3. The patient was undergoing an advanced evaluation. They changed back to program 2, and were able to void. It was unknown if the issue was resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.